Manufacturer narrative:
Device evaluated by MFR: as reported, this patient left hip was revised on (B)(6) 2014. There is no reason for the revision reported. All available information has been received. The initial implant for bilateral hips was on (B)(6) 2002 and (B)(6) 2002, the date for individual sides were not reported. All available information has been received. This device was used for treatment, not diagnosis. Per IFU #700-096-018 postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is not known at this time as no reason for the revision was reported.

Manufacturer narrative:
The engineering evaluation.

Event description:
Revision of the left hip - reason not reported. Patient had bilateral hips done on (B)(6) 2002 and (B)(6) 2002, uncertain which hip was the left.